Event description:
The customer reported that the device delivered 2 shocks, but was unable to deliver the 3rd or subsequent shocks. The involved pt died. The customer alleges that the product contributed to the pt's outcome.

Manufacturer narrative:
(B)(4): the customer reported that the device delivered 2 shocks, but was unable to deliver the 3rd or subsequent shocks. The involved pt died. The customer alleges that the product contributed to the pt's outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.